Manufacturer narrative:
(B)(4). Multiple MDR's were submitted for this event. See reports: 0001825034 - 2017 - 07475. 0001825034 - 2016 - 02843. 0001825034 - 2017 - 07476. 0001825034 - 2017 - 07477. Concomitant products: 157442, m2a-magnum mod hd, lot 534260. 139256, m2a-magnum 42-50 tpr, lot 482810. 11-104111, mlry-hd por fmrl, lot 272480. Us157848, m2a-magnum pf cup, lot 662740. Report source: foreign. The event occurred in (B)(6).. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The patient was revised to address pain and discomfort. No further information has been made available at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being filled to relay a additional information, which was unknown at the time of the initial medwatch. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device was not involved in the event. The initial report was submitted in error and should be voided